Event description:
During a laparoscopic hernia repair procedure, the staples did not release from the instrument. The hosp reported that no injury had occurred.

Manufacturer narrative:
8/11/97-supplemental report #1 sent to FDA. Evaluation codes entered indicating the device is not available for evaluation.